Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer thought the pump was not consistently delivering the right dosage and burning through batteries within 2-3 days. Customer's blood glucose level was 300 mg/dl. Customer might have had a manual injection but customer does not recall. Customer had the following symptoms: feeling sick, nauseated, and sluggish. Customer contacted his health care professional for his high blood glucose levels. Customer used the wizard and it did not go down. Customer treated with the pump and a manual injection. Customer stated that the drive support cap was sticking out. Customer was advised to disconnect at the quick release. Customer ran a manual prime and the insulin did not come out after it stopped. Customer manually pushed the plunger very slowly and stated that the insulin did not exit. Customer received another no delivery alarm on the phone. There have also been unattended alarms. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).